Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) device will not fill when connected.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) device will not fill when connected. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (device available for eval?, return to manufacture date), (type of investigation, investigation findings, investigation conclusions, component code). A getinge field service engineer (fse) confirmed and stated investigated the customer's complaint with device not filling when connected. Fse was able to reproduce the customer's complaint with not filling. The pneumatic interface module test and the fill manifold test were failing. Replaced the helium reservoir assembly and the pneumatic interface module. Reviewed logs and found no major fault codes. Functional tested without any further issue or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. No patient involved ,no harm reported. The defective components were received for further investigation. 1-the failure analysis and testing department received a patient interface module assembly, with a reported that the¿ device will not fill when connected¿. Performed visual inspection of a patient interface module assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the pim into iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Performed all manifold test in an attempt to recreate the reported problem (30 minutes). Found that during the test the unit ask to plug the iab port, but the port was already plug, that could be a big leakage on the pim. The test did trigger the reported problem of the¿ device will not fill when connected¿. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. 2-the failure analysis and testing department received a helium reservoir assembly, with a reported that the¿ device will not fill when connected¿. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into the iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure number and the cardiosave service manual. Performed all manifold test/leak test (30minutes) in an attempt to recreate the reported problem. The tests did trigger a problem, it looks like the fill valve failed the differential pressure and is leaking from the valve.the failure analysis and testing department was able to verify the failure experienced by the customer. Retaining the helium reservoir assembly in the fat department per procedure. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that prior to use , the cardiosave intra-aortic balloon pump (iabp) device will not fill when connected. There was no patient harm reported.